Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump shut down without any alert with a new battery inserted. Customer also reported that he inserted a second new battery, and the device had a weak battery alert. Blood glucose level was around 340 mg/dl. The alarm history also showed a no delivery alarm. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
All operating currents are within specification. No unexpected weak battery, low battery or off no power alarms noted. Device passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Device functioned properly. The insulin pump passed the displacement accuracy test. Device received with minor scratched lcd window and cracked reservoir tube lip.